Event description:
Facility reported: "cuff herniation during surgery. Occluded the murphy eye and pushed the tip of the tube against the tracheal wall preventing ventilation. Problem became apparent when ventilation pressure kept increasing. The cuff deflated and the pt resumed normal breathing. The cuff was re-inflated after removal and the dr said the herniation was visible at that time. Medwatch form was filed by the hospital."